Event description:
A patient reported experiencing inaccurate erratic results with a otu meter the patient's blood glucose results were 61, 96 mg/dl and 61mg/dl vs 88 lab. Tests were done within 10 minutes with a difference of 31 mg/dl and 27 mg/dl (lab). Patient did not experience any advese events. No further information has been reported.